Manufacturer narrative:
Insulin pump was received with blank display due to cracked and bleeding on lcd glass. Unit was received with cracked lcd window and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that case and display window worn and damaged. Blood glucose was unknown. The insulin pump will be returned for analysis.